Manufacturer narrative:
A follow up was performed with the key market representative, and the responder reported that the device was not serviced by philips, and that the customer decided to have a third-party company repair the device. It was reported that the motherboard was replaced to resolve the issue. It was reported that the device was returned to service. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a 35-volt power failure. The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. There was no patient or user harm reported.